Manufacturer narrative:
Unit passed the displacement test. Unit alarmed motor error during basic occlusion test due to moisture damage on the force system resistor. Unit received with cracked reservoir tube lip, minor scratched display window, cracked case at display window corner, cracked belt clip slot, cracked battery tube threads, cracked reservoir tube window, cracked case at reservoir tube window corner and missing end cap sticker.

Event description:
The customer reported via phone call that the insulin pump alarmed motor error during a bolus attempt. Customer does not recall any significant events leading to the error. Customer's blood glucose was 96 mg/dl at the time of incident. Troubleshooting was done for motor error and found that the customer was able to complete the rewind sequence. However, the customer was advised to discontinue use of the device and revert to a back-up plan per doctor's instruction. The customer was advised that the device would be replaced and to return the product for analysis.